Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer's blood glucose was 7.6 mmol/l. Troubleshooting was done. The customer stated that a button was not pressed for three minutes or longer. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
All the buttons functioned properly on the insulin pump. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.